Event description:
It was reported that an ilet exhibited fast battery depletion consistent with premature battery discharge, leading to a determination that a replacement was needed and that the device would no longer be water resistant, with guidance provided to have backup therapy due to questioned functionality. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem associated with the battery, aligning with a premature discharge device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.